Manufacturer narrative:
Product ID 8709, lot # j0058160r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported the patient had a suspected granuloma. An MRI was being done on the date of report to determine if there was a granuloma. Additional information has been requested but was not available as of the date of this report.